Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced anxiety because power switching occurred with a battery.  The battery was tested with a demo controller and had the same result of power switching.  The battery was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Log file analysis revealed that the controller in use at the time of the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection and another power switching event that was due to a communication error between the controller and battery. Data log files also revealed multiple instances involving the battery where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after log file review, the battery was indicated to have had a communication error.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and battery. As a result, the most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. (B)(4) is investigating momentary disconnections. If information is provided in the future, a supplemental report will be issued.